Manufacturer narrative:
The returned product was evaluated and a needle mechanism failure to fire and deploy the cannula was confirmed. Its root cause was determined to be a damaged linkage assembly. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported her son's blood glucose and insulin history is as follows: see scanned table. The pod was removed and she noticed the pink slide insert did not move forward into the window. She also stated that the needle did not retract back into the pod and it was sticking out longer than the cannula.